Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable and computer for the viewing station of the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, 3d image acquisitions would not automatically transfer to the navigation system. It was noted that manual transfers were performed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: mfg date correction.

Manufacturer narrative:
The mobile view station (mvs) interface cable and mvs computer were returned to the manufacturer for analysis. Functional testing, performance testing, and visual/physical examination was performed on the returned cable and no fault was found. The cable worked as expected. Functional testing, performance testing, and visual/physical examination was also performed on the returned mvs computer and the issue was confirmed. The computer failed bench testing and a system database error occurred during startup. The cause of the reported event was due to a database issue. If information is provided in the future, a supplemental report will be issued.